Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a burning and pulling sensation at the implantable neurostimulator (ins) site, while she sleeping and when she turns from right to left side. It was noted that the stimulation was off during this time. The same experience right when she wakes up and bends in the morning, this occurred about two weeks. The patient recently started water therapy exercise for physical therapy and as she had been diagnosed with lumbago which affects her hips and degenerative disc disease. The patient also had a hysterectomy about 3-4 months ago and more recently a colonoscopy where her device was turned off for each of these procedures. At times she could really feel the stimulator and at others she could not feel it. It was noted that the when they saw their physician about a month ago, it was noted that the ins looked pretty low. It was stated that the patient had not seen the physician in 2.5 years. The patient was told that they could not use their stimulator 24/7. The patient only uses it for 20 minutes right be fore bed. It was also noted that it was an inconvenience to have to recharge her device. Additional information was received sixteen days later indicating that the patient had a greater than 50% symptom reduction. The lead had felt like it was pulling. It was stated that the problem fixed itself and no actions had to be taken. The patient recovered without permanent impairment.